Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she in the hospital due to her pregnancy and she was getting calibration errors. Troubleshooting was done. Customer's blood glucose was 121 mg/dl. Customer will report back to go over the reports. She stated she needs to upload the information. Customer mentioned she was low due to her pregnancy and treated with juice and crackers. No further information provided.